Event description:
The patient scheduled for sacrospinous vault suspension and the surgeon used pelvic ligament fixation system (enplace fg-0001-02 , lot no.23072706). The included suture broke when he is using the applicator.